Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the insert appeared fractured before use and was unable to thread into psl shell."